Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer's father reported via phone call that the insulin pump had reservoir compartment was broken and pops out form insulin pump. Customer's current blood glucose was not given. The device will be returned for analysis.